Manufacturer narrative:
The inpen paired to the commercial app. The leadscrew was received 1/2 it's travel. Inpen failed baseline and wireless functionality. App logbook displayed: 10.5u, 11u, 10.5u, 11.5u, 9.5u, 10.5u, 10.5u, 11.5u, 9.5u, 11u. Inpen passed displacement dose accuracy test. However, units transfer to commercial mobile app were not accurate. Performed leak test and no delivery anomaly was noted. Performed battery investigation and measured 2.984v. Performed electrical investigation. Encoder contacts were soldered and probed to oscilloscope. While attempting to transmit a signal, the scope displayed irregular/inconsistent pulses. The fact that irregular/inconsistent pulses were observed prior to disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. Inpen passed front cap investigation. In conclusion: inpen did not transmit accurate doses during testing. Therefore, the customer concern of possible under delivery anomaly could not be confirmed. Customer concern was isolated to the mechanical assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery as inpen was not giving enough insulin. The event involved product(s) mmt-105nnblna. Troubleshooting was partially performed. No harm requiring medical intervention was reported. Mmt-105nnblna was requested and customer response was the device will be returned.